Event description:
The customer is reporting that this bed has no power.

Manufacturer narrative:
The reason for the failure of the bed was a faulty original power control module. The technician replaced the pcm to resolve.